Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs charger would not locate the patient's scs ipg. The patient could not accurately remember the last time she charged or used the scs system. A replacement charger sent to the patient did not resolve the issue. Surgical intervention may be necessary to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient¿s scs ipg was replaced with a new one. The patient's stimulation therapy was restored.